Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial/lot #: (B)(4). Description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to poor wound healing. Patient's symptoms were pain and drainage at the pocket site. The physician believes the poor wound healing was non-device related.